Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report:1627487-2019-04325. Reference MFR report 1627487-2019-04326. It was reported that patient experienced infection at the pocket site, wherein the ipg was explanted. As a precautionary measure, the physician decided to explant the lead and cut the extension head at the tail end. Reportedly patient was hospitalized and treated with antibiotics.

Event description:
Device 3 of 3. Reference MFR report:1627487-2019-04325. Reference MFR report 1627487-2019-04326.

Event description:
Device 3 of 3. Reference MFR report:1627487-2019-04325; reference MFR report 1627487-2019-04326. Additional information received identified that patient weighs (B)(6).